Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.0/077 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault. On (B)(6) 2022 the lens was explanted. Cause of event was unknown. The reporter stated " after the lens of the patients left eye rotated, he was very dissatisfied and unwilling to accept the replacement of the lens, so he voluntarily removed the lens."

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).